Manufacturer narrative:
(B)(4).

Event description:
It was reported that during rf ablation procedure, the patient was shocked internally and externally simultaneously, and then the device went into backup vvi mode. Patient was not dependent on device and was stable during the event. All values on the backup status report were dashes. Firmware download was performed successfully to restore the device after the procedure. The patient was in stable condition after the procedure.